Event description:
The reporter stated, the surgeon inserted an eyeonics lens and the proximal haptic tore off. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated, it was the surgeon's opinion that the likely cause of the iol damage was due to the foam tip plunger/overrode iol and a loading error.

Manufacturer narrative:
Evaluation results - an injector lot number search was performed and two similar complaints were found. A cartridge lot number search was performed and one similar complaint was found. Conclusions - based on the complaint history and the lot number searches, a specific root cause of the event could not be determined.